Manufacturer narrative:
The investigation confirmed that a higher than expected tsh patient result was obtained while using the vitros eci system. Performance testing and review of instrument data demonstrated that the vitros eci analyzer and tsh reagent were operating as expected at the time of the event. The investigation did not determine a root cause of this event.

Event description:
The customer obtained a higher than expected vitros tsh patient result for a single patient sample while using the vitros eci immunodiagnostic analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No discrepant tsh patient results were reported from the laboratory to the clinician. There was no allegation of harm to the patient as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).